Manufacturer narrative:
Evaluation summary: the device was returned for evaluation. A visual and a tactile inspection was carried out on the returned device: a was found on the balloon at 67 mm from the tip. No further issues were detected. The device was flushed and a 0.018¿ guide wire was successfully advanced through the device. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the purging test passed, as no bubbles emerged in the water column. Afterwards, the balloon was inflated at: - 2 bars: a change in the balloon profile was noted. Wrinkles were visible in correspondence with the twisted point. - 4 bars: the change in profile of the balloon and the wrinkles were still visible. - 7 bars: the change in profile of the balloon was slightly visible. - 14 bars: wrinkles and the change in the balloon profile were no longer visible. A twist on the guide wire lumen was visible. A double twist on the guidewire tube (in correspondence with the twist on the balloon) was noted. After the inflation test, the balloon was successfully deflated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use an in.pact pacific device for treatment of a lesion in the popliteal. The device was prepped as per the IFU. The procedure used a non-mdt inflation device with 50/50 contrast saline solution. It was reported the device failed to inflate inside the patient at nominal pressure. Another balloon was used to treat the lesion. No patient injury was reported. This device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.